Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all 7 matrix drawers on the auxiliary device were not detected on bus. A field service engineer (fse) disconnected drawer 1 but the issue remained, then drawer 2 which fixed the issue. Then the fse replaced the drawer board but then drawer 1 was failing. Further the drawer board on drawer 1 was also replaced, station was rebooted and the drawers were assigned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.